Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-01736. It was reported that the patient presented with both the right atrial and ventricular leads exhibiting reproducible noise due to over-sensing. The patient was scheduled for lead revision and generator change. During the procedure on (B)(6) 2020, it was noted that the vein was occluded. The physician elected to abandon the entire pacing system. Both leads were capped and a new system was implanted on the patient's right side. The patient was in stable condition.